Event description:
Micromix compounder has repeated "no flow" warnings when pumping. This machine was delivered in dec 02, was used for training purposes and then installed in IV hood for actual use starting on 1-15-2003. The micromix had repeated no flow warnings. This was most problematic when pumping neonatal (for pre-mature infants and babies) tpn. When pumping neonatal tpn the machine needs to often pump volumes of less then 1 ml. This is when the most no-flows happened. Called the 1-800 numbers for hardware and software support. Followed their recomendations on re-spiking, changing out spikes. Replaced the micromix compunder transfer set with that of different lot #. Was told to return to the manufacturer the micromix and they would fed-ex the hosp a new one.